Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the cause of the reported event could not be determined at this time. However, based on similar reported events related to the device the most probable cause of the reported event can be attributed to reprocessing, moisture invasion, or mechanical stress. The instruction manual contains several warning statements in an effort to prevent damage to the cable. Visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. In order to plug or unplug the cable, always pull at the plug. Never pull at the cable or risk of damaging the cable may occur. When used as intended this product is more or less subject to wear depending on the intensity of use. Do not use the hf cable after one year of use.

Event description:
Olympus was informed that during a transurethral resection of prostate (turp) procedure, the male plug of the device snapped right off of the valley lab generator and sparks flew around the operating room. There was no patient or user injury reported. The device was replaced. The procedure was completed using the different (same model) device. In addition, the cable was not inspected prior to use. The settings of the valley lab generator were set to 130 cut / 80 coag.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation of the device. A visual inspection was performed on the received condition of the cable and found the cable was broken apart and separated below the protective boot cover of the male (generator) connector side. There were no signs of burn or char marks on the cable or internal wiring.

Manufacturer narrative:
The report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM conducted a review of the device history records (DHR) for the concerned lot number which showed no deviations or non-conformities during the manufacturing process.